Manufacturer narrative:
(B)(4). Reportedly, an atherectomy device damaged the bare wire causing a separation. It is likely that this damage contributed to the reported difficulty to remove both the separated distal portion of the bare wire and the filtration element. In this case, part of the bare wire was removed and the filtration element was removed by snare device; however, a portion of the bare wire remains in the patient. In this case, the reported complaint appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. It was reported that the emboshield nav 6 was used in the superficial femoral artery (sfa). It should be noted that the instructions for use (IFU) states, the emboshield nav 6 rapid exchange (rx) - embolic protection system is a temporary percutaneous transluminal filtration system designed to capture embolic material released during angioplasty and stent procedures within carotid arteries. The device is not indicated for use in the sfa. In this case, it does not appear that the off label use contributed to the reported complaint.

Event description:
It was reported that during the procedure in the left superficial femoral artery for treatment of a total occlusion, the emboshield nav6 was successfully advanced and deployed in the popliteal artery with approximately 12 inches of the barewire distal to the filter. A non-abbott atherectomy device was successfully advanced with blades closed. The atherectomy device was pulled back and advanced again with blades open shearing the barewire into two pieces. The filter basket was snared from the anatomy. Approximately 7-8 inches of the barewire was successfully snared from the anatomy; however, approximately 3 cm of the wire remained in a very tiny branch of the anterior tibial. An unsuccessful attempt was made to retrieve the 3 cm of the wire using a non-abbott guide wire. No other intervention was attempted and the wire remains in the anatomy. There was no adverse patient sequela and the patient is reported as doing fine. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all relevant information.